Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead migration was unknown. The rep said it was unknown what steps were taken to resolve the issue as the patient had scheduled and no-showed/cancelled multiple appointments. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient thought their leads have moved. The patient had an appointment on 18-apr but had to reschedule for 2-may. No actions or interventions have been taken at this time. It was unknown if any external or patient factors contributed to the issue. The issue was not resolved at the time of the report. No patient symptoms reported.